Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report #1917413-2023-00302 was sent in error as a duplicate of MFR report #1917413-2023-00276. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® fluoride tubes there was foreign matter in the tube(s) biological and non-biological. This event affected 1500 tubes. The following information was provided by the initial reporter. The customer stated: "black particles noticed on/in tubes. Black particle on/in vials."

Event description:
It was reported when using the bd vacutainer® fluoride tubes there was foreign matter in the tube(s) biological and non-biological. This event affected 1500 tubes. The following information was provided by the initial reporter. The customer stated: "black particles noticed on/in tubes. Black particle on/in vials."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.